Event description:
On 7/29/2022, it was reported by a sales representative via phone that an ar-8991 fibertak dx suture anchor tip was bent and would not slide down the guide. Eventually the tip broke off after multiple attempts to insert it. Surgeon opened a new ar-8991 fibertak dx suture anchor and was able to complete the case without further issues. This was discovered upon opening package during a lapidus bunionectomy procedure on (B)(6) 2022.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to environmental due to damage incurred during shipping. However, without return of the device for physical evaluation and the device being open, the cause remains undetermined.